Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00002 on 02-jan-2020. Additional information (08-jan-2020): siemens further investigated the issue. Siemens determined that since the functionality of aspirate probe 4 assembly is critical in the wash sequence of the prostate specific antigen (psa) assay, the malfunction of its valve potentially contributed to the discordant falsely low psa results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the discordant falsely low prostate specific antigen (psa) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse analyzed the instrument and performed a total service call on the instrument. The cse determined the aspirate 4 valve assembly malfunctioned and replaced the assembly. The cse tested the new aspirate 4 valve assembly. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low results for prostate specific antigen (psa), were obtained on 2 patient samples on an advia centaur xp instrument. The initial results were reported to physician(s) and were questioned. The same samples were repeated multiple times on the same instrument on (B)(6) 2019. The repeated results were reported as the correct results to the physician(s). The customer indicated that the repeat results were as per the physician's expectation. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low prostate specific antigen (psa) results.